Event description:
Description of event according to initial reporter: custom made device (cmd) graft implanted (B)(6) 2019. Patient underwent secondary intervention for endoleak on (B)(6) 2026. Surgeon placed zdeg dissection graft (zdeg-p-36-79-pf-us lot e4473862) overlapping into 36mm distal edge of cmd graft. Gore cuff placed in narrow 24mm segment. On (B)(6) 2026 - patient ruptured and was returned to the operating room (or). Surgeon found transverse defects and holes in graft material. ¿the stents that had been placed the day prior had torn through the cmd in multiple locations at the peaks of stent struts¿ per doctor patient was too frail to undergo explant. Left the operating room for comfort care and expired (B)(6) 2026. No autopsy planned. Pt missed 2024 annual visit.